Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the taxus liberte stent delivery system (sds) was received in a taxus liberte inner packaging pouch and shelf box. The stent was not present on the balloon of the sds, confirming the reported dislodgement. There was dried blood between the folds of the balloon and in the guide wire lumen. There was crystallized contrast in the balloon. The balloon was tightly folded and there were stent strut impressions centered between the markerbands. There was no other damage to the sds. The reported stent dislodgement was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. When the physician attempted to place the 2.75x20mm taxus liberte stent in an unspecified lesion, the stent dislodged from the delivery balloon. The physician was able to move the dislodged stent to the femoral artery. The patient was sent for coronary artery bypass graft surgery. No further patient complications were reported. Additional information was requested, but not available.